Event description:
It was reported that customer received a motor error alarm after having an MRI while doing high pressure test. It was also reported that customer had high blood glucose of 23.0 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, a cracked case near the display window corners, and a loose/shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.